Event description:
It was reported that during a breast biopsy, the device has not been giving good suction with the holster. There has been no patient consequence reported. Case was completed using the unit.

Manufacturer narrative:
Eval summary: based upon the inquiry info rec'd, visual and functional examination, the unit was found to require the vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.